Event description:
Customer reported an unexpected negative reaction when testing a patient sample on the echo. Customer states echo results are negative or equivocal but images appear positive. The patient has history of anti-c and anti-e.

Manufacturer narrative:
Review of camera images: sample (B)(6) tested on (B)(6) 2011 with capture-r ready ID extend I lot dp049 cell 8 (c neg, e pos homozygous) was interpreted as negative with a 2 reaction strength, visually positive rough button, pink adherence the equivocals in this batch cells 7 (c and e pos homozygous) ,9 (c neg, e homozygous,10 (c neg, e homozygous) and 14 (c neg, e homozygous) all had 8 for a reaction strength and all appeared clearly visually positive. A service call was made. Investigation revealed that the camera should be replaced. Replaced camera. Instrument was tested and found to be operating within specifications.